Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084388) on 06-mar-2019. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. Concomitant products included bupropion, lorazepam, propranolol and vitamin b complex. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: she had surgical consultation next month to have coils removed. Discrepancy noted -01jul2006 as per pif. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case upgraded to serious incident. Adverse event updated to medical device removal. Removal date added, rcc updated and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 12279385) inserted for female sterilisation. Concomitant products included bupropion, lorazepam, propranolol and vitamin b complex. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: she had surgical consultation next month to have coils removed. Disprepancy noted (B)(6) 2019 as per pif discrepancy noted in as per mr-(B)(6) 2019 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical record received- lot number and reporter information were added. Event of essure removal updated to dysmenorrhea. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.